Manufacturer narrative:
Analysis summary: complaint not confirmed. Analysis found that upon testing the device with the functional tests provided in functional inspection section, no failures were found with the device. The device had a proper timestamp indicating the device was properly activated by the user. According to the spark from the complaint, it is plausible that it is the normal indication that the device had a good ground connection. When the device was tested for the test fire and on raw chicken, the device was observed and had no signs of failures or difficulty of working as intended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that patient demographic was asked, but unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and handpieces. It was reported that during a procedure that handpiece released a spark when it came in contact with the pacemaker generator/battery. It was noted that from there the handpiece did not cut or coagulate. The rep noted they did some testing but had not positive response. It was noted another handpiece was opened and did not cut and coagulate. Additional information was received from a hcp via a manufacture rep that a pacemaker generator exchange was performed when the issue was identified. The rep noted the pacemaker was not affected after the spark. There were no error codes displayed. It was noted the case was completed with the replacement of the disposable device. There was no patient impact. It was noted the information was confirmed with the physician/account.